Event description:
The customer tested her blood glucose and received a reading of 350 mg/dl using her contour meter. She retested using another meter and received a reading of 129 mg/dl. The difference between the customer's meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.